Event description:
It was reported that the patient underwent a system explant procedure due to chronic infection. The patient was doing well postoperatively and explanted devices will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred when the device was explanted. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: 21448989/21186396.